Event description:
It was reported that the patient presented to the hospital with multiple vegetations on the right atrial lead and bacteremia. The vegetation was visualized with transesophageal echocardiography. The physician explanted and replaced the entire system to resolve the issue. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.